Event description:
During follow-up, high impedance and loss of capture was observed on the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve the event. During the rv lead replacement procedure, insulation damage was observed on the lead. There were no adverse consequences for the patient.

Manufacturer narrative:
Additional information: correction:the reported events were high pacing impedance, high capture threshold, loss of capture, and lead insulation damage. As received only the distal end of the lead was received for analysis. The reported events of high pacing impedance, loss of capture, and high capture threshold were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies with the exception of damage consistent with procedural damage and two optim sheath abrasions, one consistent with friction to another device or feature of the heart and one consistent with friction to the device can. The silicone insulation was not damaged in the optim abrasion zones.

Event description:
Additional information was received indicating that high capture threshold was also noted.

Manufacturer narrative:
Correction to analysis results: the reported events were high pacing impedance, externalization, (could be the result of the extraction), no capture, and elevated threshold. As received only the distal end of the lead was received for analysis. The reported events of high pacing impedance, no capture, and elevated threshold were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies with the exception of damage consistent with procedural damage.